Manufacturer narrative:
One cadd ms3 pump was received with no damage found on it. There was no evidence of the reported issue in the event history log. Functional testing and visual inspection were performed. The reported issue was unable to be confirmed. During testing, the device did not failed psi test. The device ran the program for an extended period of time with no issues occurring. Therefore, there was no fault found with the pump. However, it was recommended that the downstream occlusion sensor be replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd ms 3 pump's "psi failed". There was no reported adverse event.